Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The referenced unit was returned to the olympus repair center. The repair inspection confirmed the customer reported error which was isolated to a defective generator board. The inspection also noted the outer cover at the base of the footswitch cable is damaged. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. The unit has not been repaired in the past year. The reportable error, e433, is a known issue. The e433 error will occur if the effective value of the output signal falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer operational. Based on the device evaluation, the cause of the e433 error was isolated to a defective generator board. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (osh) was informed that the customer high frequency electro-surgical generator was found to have an e433 error. The customer reported problem was found during reprocessing. The intended transurethral resection in saline procedure was completed using the same device. No death or injury and no impact to patient or other has been reported to olympus.